Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the tip broke off. A 180 x 25cm fathom¿ -16 was selected for use. During the procedure, the tip of the guidewire broke inside the patient's body. The physician successfully retrieve the tip of the guide wire. There were no further patient complications reported.